Manufacturer narrative:
Findings: pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads and minor scratched lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 302 mg/dl. Customer stated that there is a piece missing near reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.